Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and the medical team found that it was not possible to flush the catheter continually, and while catheter was held in a straight position flushing was possible. But after bending it into its curve irrigation was interrupted/pressure too high (error on pump). The irrigation issue was only discovered after the catheter had already been used inside of the patient. The correct catheter settings were selected on the generator. There were no issues with flow rate changes at the start of ablation (no ablation catheter was involved at this point). The pentaray catheter was replaced with another device and the procedure continued. No patient consequences were reported.